Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing. The plan was to surgically abandon and replace this lead. During the lead revision, it was determined that the patient was occluded on the left side. This pacemaker system was left programmed to vvi at 40 bpm on the left side, and a new single chamber pacemaker and rv lead were implanted on the right side. It was noted that a recent longevity estimate of the left side pacemaker showed approximately 1.5 years remaining. No additional adverse patient effects were reported.